Event description:
It was reported that the health care professional (hcp) called with concerns about loss of capture (loc) on this pacemaker and requested technical services (ts) to review the stored data. Upon review of the presenting electrogram (egm), ts discussed with the hcp that the current programmed device settings make it difficult to determine if the patient p wave is in refractory period or if it is in retrograde conduction. Ts also noted that previous stored egms showed patient historically being atrial pacing dependent, but the current egm showed ventricular pacing. Ts advised that the change in patient condition may have caused the patient not to conduct as previously observed. Ts recommended for patient to be scheduled for an in person visit for further evaluation and device optimization. No adverse patient effects were reported. The device remains in service.